Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was running hot, the set screw was stripped and there was a grinding sound coming from the swivel area while the motor device was running. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the set screw in the disconnect was stripped and the device was making loud unusual noise and heating up. Therefore, the reported condition was confirmed. It was further determined that the motor and bearings were worn out. The assignable root cause was determined to be due to wear on components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.